Manufacturer narrative:
PMA/510(k) # p200023. Device evaluation : the zvt7-35-80-14-6.0 device of lot number c1854025 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file is related to (B)(4) (MDR ref. - 3001845648-2023-00174) which was opened to capture the use of a non-recommended size access sheath. As per images provided, stent appears to be fully deployed outside the body. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 31st january 2023. On evaluation of the device the following was noted: visual inspection: stent returned separately and intact. Function inspection: device flushed with no issue. 0.035¿ wire guide passed with no issue. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. There is no evidence to suggest that the customer did not follow the instructions for use or label.. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy as there were no defects observed on the returned device. It is possible that during deployment difficult anatomy may have caused a build-up of pressure thus preventing the stent from deploying fully. From the information provided it is known that the patient¿s lower extremities were swollen, weak and mildly edematous. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the procedure was completed successfully with another device within the same operating procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 31-mar-23 and an update to the investigation conclusions.

Manufacturer narrative:
Common name: qan. Product code: qan. PMA/510(k) #: p200023. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
When the stent was released at the lesion site (iliac vein), the end of the stent could not be released. After many attempts, the stent could not be released successfully, so the stent was pulled out of the patient and found to be partially released (without protective sheath). Subsequently, another rpn (zvt7-35-80-16-14.0) was changed to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."